Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to set the pump time accurately. Reportedly, the minutes setting was unable to be adjusted. There was no reported impact to customer's blood glucose level.